Event description:
New information received stated that programming changes have been completed on jun 6, 2019. No patient consequences or symptoms.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented via merlin at home transmission with post-paced t-wave oversensing on the ventricular lead. Programming changes were discussed but not made. The patient did not receive therapy during the oversensing and was stable throughout.